Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: h3; h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power cord was exposed due to a cut in the cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned and noticed the power cord was exposed. The issue occurred during preparation for use, prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed the power cord was exposed. The issue occurred during preparation for use, prior to an unspecified procedure. There were no reports of patient harm.